Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the device was put through extensive testing including full functional testing and ECG testing using the returned pads without duplicating the report. Review of the device activity log showed the device was in leads view instead of pads view. Under leads view, only ECG lead is displayed. The investigation concluded the device worked as expected. Analysis for reports of this type has not identified an increase in trend.